Event description:
It was reported via repair work order that the base would not lock into the fastening system due to a missing retaining post tube. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.